Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor (gold). No motor error alarm noted. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 144 mg/dl. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer uses the sensor feature on the pump. The customer was advised the alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.